Event description:
End use reported skin tear from bandage removal.

Manufacturer narrative:
The complaint was received on (B)(4) 2012; however, it was not until (B)(4) 2013 that the MFR was informed of any potential adverse event.